Event description:
It was reported that the patient is sedated due to a programming error. The pump should have been programmed with a concentration of 1750 mcg and a daily dose of 810 mcg, but instead was programmed with 1750 mcg concentration and to deliver 1750 mcg/day. The incorrect dose infused for approx. 14 hours. The hcp planned to reprogram the pump with a single bolus of 400 mcg over 16 hours and then continue with 810 mcg/day. The reporter stated that the patient is being medically managed. A follow-up report will be sent if additional information becomes available.